Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 2:30pm. The patient reported obtaining blood glucose readings of ¿179 and 51 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes with insulin pump therapy. The patient reported that she developed symptoms of ¿shaking and sweating¿ one minute prior to obtaining the alleged inaccurate results. The patient claimed she treated herself with carbohydrates at 2:33pm as a result of the alleged issue. The patient claimed a reading of ¿71¿ was obtained on the insulin pump at 2:30pm. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.